Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that one of the item in the stimulator pack of 10 was not working. They were performing a nerve repair on the hand. During the procedure, the stimulator was opened, pressed black button and nothing happened. They tried to touched ends together and still nothing happened. They tried to touch nerve of the patient and still nothing happened. There was no visual/audible indicators as well as no indicator whether the connection was intermittent. The stimulator was used for the first time. They read the instructions/directions in the package; however, it didn't really explain what to do. They opened another package and still it did not work. The case was continued; however, they were unable to use the stimulator to check nerve on the patient. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.